Event description:
It was reported that the patient experienced a persistent pain and spasms with and without the device. The device sometimes worsens the spasms. The patient only had a relief from high vibration mode which was not tolerable. The leads have migrated down significantly. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7169193, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).